Event description:
It was reported that the device was suspected to have early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 419678 implantable pacing lead implanted: (B)(6) 2010; 407645 implantable pacing lead, implanted: (B)(6) 2010.